Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Upon investigation, manufacturer's domestic evaluations lab observed that aviva meter lcd is marbled in appearance. Appearance is consistent with a possible electrical short. No adverse event reported. The device was returned, replacement sent.